Event description:
It was reported that the patient was revised due to dislocation approximately 3 months post-implantation. Head, cup, and liner were replaced with constrained product.

Manufacturer narrative:
Medical product: unknown biolox head, cat#: ni, lot#: 3387707, osseoti 3 hole shell, cat#: 110010243, lot#: r3683775a. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the liner found that it was returned assembled with a 3 hole shell. The liner has 2 large gouges that start in the radius of the liner and extend to the rim. A hole was observed in the liner where a screw was drilled in an attempt to remove the shell from the liner. A dimensional analysis is not possible on the liner. Visual inspection of the head found scuffing and scratching on the outer radius and rim and could not confirm the reported lot number. No dimensional analysis will be performed due to the unknown product ID. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Manufacturer narrative:
(B)(4). Therapy date: (B)(6) 2017. Medical product - biolox head 32/+0 catalog # unkown lot # 3387707, the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. MFR 0001825034 - 2017 - 05795.

Event description:
It was reported that the patient was revised due to dislocation.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.